Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator did not detect on the communication bus, preventing user from removing the required medications to patient and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h4, h6 and h 11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was uninstalled from the device, and the replacement part was defective. A field service engineer observed that all steps to uninstall were reversed, and the original screen was placed back on. Data cords were reseated. All bbb board components were reseated, and the station was rebooted. The boot loop still occurred. The center bezel and micro-usb cable were replaced in an attempt to resolve the boot loop, but this did not resolve the issue. Continuity was tested, and voltage was also tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the fridge created a boot loop and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.